Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that event log files were submitted for review. The patient was taken to the hospital after frequent low flow alarms were captured. It was noted that the patient had multiple pump stop events. The patient had a history of driveline repair performed in (B)(6) 2020 (cs-137290) 8 inches from the exit site with silicone tape. Driveline imaging was performed. Internal imaging results were unremarkable. There was a slight tear in the sheath about 6 inches from the exit site. The event log files captured several pump stop events on (B)(6) 2024 on both wall power and battery power which appeared due to be a phase short in the driveline with the potential for pump stop events on any power source. The pump stop events continued, even in the absence of activity or at rest which indicated further driveline deterioration. There was no more room for a second driveline repair. The patient planned to initiate hospice as they are too medically fragile for a pump exchange or invasive procedures.

Manufacturer narrative:
Section b3: corrected. Section d1: corrected. Section d4: corrected catalog number and primary UDI. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient had a tear in their driveline sheath that was repaired with rescue tape in (B)(6) 2023. In (B)(6) 2024, after unwrapping the rescue tape placed in (B)(6) 2023, there was a slight tear noted in the sheath about 6 inches from the exit site.

Event description:
It was reported that the patient passed away after transition to hospice on (B)(6) 2024. The pump was disconnected after the patient experienced an extended pump stop.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Driveline repair in apr2020 is reported under MFR #: 2916596-2020-02170.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed events which appeared to be consistent with potential driveline wire compromise. Review of the submitted images also confirmed superficial damage to the driveline. A specific cause for these events could not be conclusively determined through this evaluation. The submitted log file recorded several low speed and pump stop events on 12jan2024, 14jan2024, and 15jan2024 while the patient was supported by the power module and battery power. Based on previous complaint history, the events appeared consistent with potential driveline wire compromise. Multiple attempts were made to obtain additional information from the customer regarding the patient's outcome; however, no further information was provided. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) and the driveline portions, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C and the heartmate ii lvas patient handbook rev. C are currently available. Section 1 of the IFU lists potential adverse events, including death, that may be associated with the use of the heartmate ii lvas. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. These documents address damage due to wear and fatigue of the driveline, and outline indications of driveline damage as well as the how to respond to such events. The IFU and patient handbook also instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook further instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the hmii patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.